Event description:
The complainant reported the 79-year-old male patient was on impella cp support due to occluded left main. While on support, suction alarm with 0.0 l/min flow. There were concerns for clot ingestion leading to motor failure. Occasional clot noticed in tubing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation into low pump flow, thrombus, and hemolysis has been completed. The returned complaint device visually inspected. No biomaterial, no cannula kink and no broken blade observed. No other abnormality found. Returned pump connected to aic to reproduce the low pump flow issue. Pump run for 10 minutes at p-9. Flow was within required range flow with out issue. Based on the patient clinical data the low pump flow issue reproduced with the replacement pump too. The low pump flow issue most likely was patient condition related. The cause of the hemolysis issue was improper positioning related due to improper technique and impella left little shallow. As the necessary information was not provided, the root cause of the thrombus was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20904. B2 death and date of death. B5 additional failure mode that was inadvertently missed and patient outcome. G1 reporting contact email. H1 type of reportable event. H10 health effect - impact code 2199 was reported incorrectly. New code was added to health effect - clinical code and health effect - impact code.

Event description:
The patient also experienced hemolysis while on support. The patient family decided to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.